Event description:
It was reported that they were getting errors during patient exposure; this caused the patient to be re-exposed. It was determined the grid retract motor wasn't going to position and needed to be replaced. Once the grid retract motor was replaced the system is working as intended.